Event description:
This is one of several reoccurring kinked tubing incidents. An outpatient came for a paracentesis procedure approximately 12 days ago at 11am. The fluid management kit tubing used to perform the procedure was partially kinked. It did not stop the procedure from happening. The para tray lot number is t1226758 and the lot # for the tubing is h1197361. The patient was not affected by the kinked tube. The tubing kit is within the para tray, all of these events contain tubes from the same lot number. The attachments of the tubing will be the same for each report.

Event description:
This is one of several reoccurring kinked tubing incidents. An outpatient came for a paracentesis procedure approximately 12 days ago at 11am. The fluid management kit tubing used to perform the procedure was partially kinked. It did not stop the procedure from happening. The para tray lot number is t1226758 and the lot # for the tubing is h1197361. The patient was not affected by the kinked tube. The tubing kit is within the para tray, all of these events contain tubes from the same lot number. The attachments of the tubing will be the same for each report.